Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The cables were checked, and the x-ray tube and tank were regreased. The system was tested and is operating as intended.

Event description:
The customer reported that the x-ray tube was arcing on the 9900 system. No pt injury was reported.